Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.